Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an amputation procedure, the blade broke at the mount, the broken blade piece was retrieved. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.